Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the high impedance was unknown. The reason for this was that the patient could not recall a fall nor event that would have caused this. It was unknown what most likely caused or contributed to the issue. When asked what steps were or would be taken to try to resolve the issue, they responded the patient was scheduled for a lead revision on (B)(6) 2021. The issue was not yet resolved. Fifteen days later, on (B)(6) 2021 (date of scheduled lead revision), it was reported the tined lead broke off. The patient stated therapy had stopped working for them. The doctor decided to "revise lead," and after opening the pocket site, discovered a completely broken clean lead, directly at the header. Pictures showed the lead was twisted internally. The doctor removed and replaced the system successfully. When asked to describe any environmental/external/patient factors that may have led to or contributed to the issue, they replied the patient shared they had a fall a few weeks back, around the time they felt that the therapy quit working. The diagnostics/troubleshooting performed consisted of an unsuccessful impedance check at the office. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28dtn implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Lead: analysis identified that the conductors were broken in the body of the lead; consistent with overstress damage. Product ID: 978b128, lot# va28dtn, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va28dtn, implanted: (B)(6) 2020. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient¿s bladder symptoms have returned and patient is not feeling any stimulation despite increasing it. Rep saw patient in the office yesterday, with the provider, checked impedance and all electrodes showed high impedance (greater than 4000 on all combinations).